Event description:
A customer reported that a cartridge was not fitting properly into the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to remove an o-ring from the pneumatic tap, clean the area with an alcohol wipe or lint-free cloth, inspect the cartridge, and attempt to reload it. The customer successfully reloaded the original cartridge and resumed insulin therapy.